Manufacturer narrative:
Concomitant products: etcf2828c49e x2 stent graft, implanted: (B)(6) 2016; bfxch2414165 stent graft, implanted: (B)(6) 2008; ilxch1414135 stent graft, implanted: (B)(6) 2008; 429688 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead was observed with small p=wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.